Event description:
Pt revised to address polywear caused by cup being too vertical, found osteolysis.

Manufacturer narrative:
Examination of the returned device confirms poly material wear. Product eval and review of the device history records did not reveal any product problems or related mfg deviations or anomalies. The investigation could not verify or identify any evidence of product error with regard to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l info be received the investigation will be reopened. Depuy considers the investigation closed.